Event description:
A falsely depressed cancer antigen 15-3 (ca 15-3) result was obtained on a patient sample from an atellica im 1600 analyzer. The erroneous result was not reported to the physician(s). The patient sample was repeated on an alternate atellica im 1600 analyzer and the repeat result recovered higher. The repeat result was considered correct. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ca 15-3 result.

Manufacturer narrative:
An outside of the united states customer contacted a siemens customer care center and reported that a falsely depressed cancer antigen 15-3 (ca 15-3) result was obtained on a patient sample from an atellica im 1600 analyzer. The customer stated the analyzer presented a "pressure/pipetting failure" error during sample processing. A customer service engineer (cse) was dispatched to the customer's site. The cse replaced the air pump and the pressure pump sensor pipe and cleaned the plunger. The cse also adjusted the pressure pump sensor and sample probe, performed a sample probe alignment check in relation to the incubation ring, and conducted sample probe movement tests. The cse initiated the analyzer, monitored the verification routine, and verified the analyzer's operation. No errors occurred during the evaluation. The cause of the erroneous ca 15-3 result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR on 2432235-2022-00353 on 19-dec-2022. Additional information (31-jan-2023): siemens further investigated the incident. Indirect assay sample delivery or insufficient sample delivery by the instrument potentially contributed to the erroneous cancer antigen 15-3 result. The instrument is performing according to specifications. No further evaluation of this device is required.